Event description:
Following a catherization procedue, an angio-seal device was placed in a pt's groin. Hemostasis was not achieved, and manual pressure was held with successful control of bleeding. At this time the pt's pulses were checked and noted to have diminshed. The pt was taken to the holding area where the foot of the procedure leg was noted to be painful and cold to the touch. The pt was taken to surgery; a verbal report stated that collagen was found to have been deployed within the artery. The device was removed and flow restored. The pt was said to be without sequelae following this procedure. As of 5/18/1998 there has been no further report of complication or pt sequelae made to the MFR.